Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's system had a high temperature alarm. In addition, the touch screen of the device is not sensitive. There was no personal injury.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed factory-specified tests and found that the drive valve group was leaking, and the touch screen was insensitive. It was also informed that the customer was given a quote, but because the unit was under the dealer's multi-year warranty , the dealer felt that the price was too high and temporarily gave up repairs. A supplemental report will be sent if additional information is provided.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's system had a high temperature alarm. In addition, the touch screen of the device is not sensitive, other backup equipment was replaced. There was no personal injury.